Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that they experienced high blood glucose. The customer also reported that they had a site infection. The customer's blood glucose was around 400 mg/dl at the time of incident. The customer stated that the blood glucose reached over 600 mg/dl. The customer stated that they went to a doctor and gave them a manual injection. The customer stated that they were wearing the site for an extended period of time. The insulin pump will not be returned for analysis.